Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was not in clinical use at the time of the reported event. A field service engineer (fse) inspected the system on-site and identified that the problem was caused by the suite-pc. After replacing the suite-pc, the system was returned in good working condition and was ready for clinical use. Further analysis of the suite pc is not possible as the part is unavailable. The codes were updated based on the investigation outcome.